Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician implanted a promus element plus stent in the target lesion and it was noted that there was a stent deformation or an axial length change. The procedure was completed by inflating the implanted stent with a larger balloon. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Event date: 2-3 months ago. Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).